Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A retinal specialist reported that two or three pts had complications during surgery and that all the pts had recovered their vision. No details or pt identifiers were provided. Additional information has been requested.